Event description:
Return reason: cut at distal adhesive band of balloon. Analysis determined: investigation found a small tear directly below the distal band of balloon. The origin of the tear could not be determined. No manufacturing defects were observed. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Remedial action taken: co is continuously working to improve its balloon latex to lessen balloon tears. Each balloon is 100% inspected, inflated and deflated prior to packaging and final release. Inspection processes have been updated and are continually being evaluated.